Manufacturer narrative:
Failure analysis revealed that no moisture damage found inside the insulin pump. All the buttons did function properly and no damage on the keypad assembly. The device was received with minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
Customer reported the insulin pump was exposed to moisture. Customer stated she went into a hot tub wearing the insulin pump. Customer reported there is fluid under the lcd display. Blood glucose value is 115 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.